Event description:
Procedure: splenectomy/bowel resection. Reportedly, the scrub tech was trying to place the knife blade back into alignment when scrub tech cut the index finger. The scrub tech had blood drawn for testing.